Event description:
A harmonic device was being used on the patient undergoing a nephrectomy. During the procedure, the tip reportedly frayed while inside the patient. The tip/piece was retrieved from the patient. Manufacturer response for harmonic ace (per site reporter): staff is in the process of returning this device to the manufacturer. No response has been provided at the time of this report.